Event description:
It was reported that during a ptca/stenting treatment procedure of a stenotic lesion in the mid-lad, crossing difficulties were encountered. Using the right radial approach, the lesion was wired and pre-dilated with a balloon catheter at 10atms. The physician attempted to cross the lesion with the express2, but was unsuccessful. Resistance was met upon withdrawing the express2 back into the guiding catheter. The physician attempted to withdraw the express2 system back into the tip of the guiding catheter under fluoroscopy and again was unable to do so. It was reported that "it felt as if the stent strut was catching on the edge of something". The guide catheter, guidewire and stent were then withdrawn into the introducer as a unit. The stent then disloged from the balloon delivery system. The guide catheter, guidewire, delivery device and introducer were removed as a unit. Under fluoroscopy, the stent was located in the distal right radial artery. Ulnar pulses were present and the fingers were noted to be pink. A pressure bandage was applied to the right radial artery. The procedure was successfully completed using the right femoral artery approach. The pt was hemodynamically stable and tolerated the procedure well. A vascular surgeon was consulted and surgical removal of the stent in the distal right radial artery was scheduled for 10/04/02. No additional info is available at this time.